Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 553mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The customer was advised replacement sets would be sent.